Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Unit received with cracked case corner of the belt clip rails near the battery compartment. The p-cap does lock properly. Unit received with corroded battery tube. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack on case. Troubleshooting was done for cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.